Event description:
Information received indicates, the left siderail will not stay up.

Manufacturer narrative:
The technician found rivets missing from the three of the siderail tubes. The technician replaced the missing rivets to repair the stretcher.